Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, an unspecified number of tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo and one video for investigation. The customer photo displayed batch information for the tube, and the video demonstrated the stopper creepout. A total of 29 retained samples underwent functional tests, with none resulting in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during transportation of bd vacutainer® serum blood collection tubes, an unspecified number of tubes opened and leaked sample. No adverse impact was reported regarding the patient or user.